Event description:
It was reported that "top hybrid screws went completely through the plate. This was discovered when the patient returned to clinic for a post op visit".

Manufacturer narrative:
The devices have not been returned as they remain implanted. Three screws catalog numbers 48644014, 48644016, and 48654016 were also mentioned in this matter. It is unclear at this time whether any of them are contributing factors in this event. Additional information has been requested, and if provided, will be reported in a supplemental.